Event description:
It was reported that on (B)(6) 2023 a 28mm amplatzer amulet left atrial appendage occluder (lot: 8656979) was implanted utilizing an unknown delivery system. Pre-procedure the patient presented with an existing small pericardial effusion. Post procedure it was slightly larger. Four hours post procedure the effusion had significantly grown, and pericardiocentesis was performed which drained 1200 cc of fluid over the course of 8 hours. The drain was left in place, an extended hospital stay was needed. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion requiring pericardiocentesis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "note: the device can be partially recaptured and redeployed a maximum of three times. If the device position is still unsatisfactory, then remove and replace both the device and the sheath.

Event description:
It was reported that on (B)(6), 2023 a 28mm amplatzer amulet left atrial appendage (laa) occluder (lot: 8656979) was implanted into a laa utilizing an 14f torqvue delivery system. Pre-procedure the patient presented with an existing small pericardial effusion. During the procedure there was difficulty implanting the device, requiring multiple manipulations. The device was partially recaptured 4 times before it was implanted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay. Post procedure the pericardial effusion was slightly larger. Four hours post procedure the effusion had significantly grown, and pericardiocentesis was performed which drained 1200 cc of fluid over the course of 8 hours. The drain was left in place, an extended hospital stay was needed. The patient was reported as stable.